Event description:
Reporting status: malfunction reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the lesion had moderate calcification. A competitor's balloon dilated the vessel first and the voyager was engaged for another pre-dilatation; however, during the second inflation, the balloon ruptured at 14 atm. The procedure was completed with implanting another company's stent. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - quality engineering reviewed the incident information. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, material, interactions with other devices, patient anatomy, lesion calcification, lesion calcification, lesion tortuosity, or insufficient preparation prior to use. Reportedly. The lesion treated in this procedure was moderately calcified, which could have contributed to mechanically damaging the surface of the balloon such that upon inflation it ruptured. A definite root cause for the balloon rupture cannot be determined.